Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). Vyaire field service went onsite. Evaluation revealed unit working on manufacturing specification. No motor fault issue detected. Noticed battery was depleted, informed customer to charge the unit overnight. Unit hours 18,391. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator alarmed motor fault. As of this time, there is no information about patient involvement associated with the reported event.